Manufacturer narrative:
Due to character restrictions, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that cs100 intra-aortic balloon pump (iabp) had failed helium filling. There was no patient involvement reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11 corrected field - h6 (type of investigation, investigation findings, component codes). It was reported that before use, the cs100 intra-aortic balloon pump (iabp), failed during the helium filling process. There was no patient involvement reported, and no patient injury or harm occurred. A getinge field service engineer evaluated the unit for the reported condition. During the evaluation, it was confirmed that the helium outlet fitting was broken, which caused the helium filling failure. The fse replaced the helium outlet fitting and the issue was resolved. Following the repair, operational testing was performed and confirmed positive results. No fault logs were available for review. All functional and safety checks were completed successfully in accordance with factory specifications. The equipment was confirmed to be operating properly and cleared for clinical use.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields- b4, g3, g6, h2 , h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 corrected fields- e initial reporter it was reported that before use, the cs100 intra-aortic balloon pump (iabp), failed during the helium filling process. There was no patient involvement reported, and no patient injury or harm occurred. A getinge field service engineer evaluated the unit for the reported condition. During the evaluation, it was confirmed that the helium outlet fitting was broken, which caused the helium filling failure. Corrective action included replacement of the helium outlet fitting. Following the repair, operational testing was performed and confirmed positive results. No fault logs were available for review. All functional and safety checks were completed successfully in accordance with factory specifications. The equipment was confirmed to be operating properly and cleared for clinical use.